Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a neonate patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The customer stated the electrode pads were not available for return, and the lot numbers were also unavailable. No product will be returning to zoll medical corporation. Communication with the customer, it appears that the CPR puck was accidentally pulled off from under the blue layer rather than from beneath the adhesive layer. This suggests user may have inadvertently damaged the electrodes. The instructions for use (IFU) for onestep electrodes specify: grasp the posterior electrode at the red tab and peel away the plastic liner. Apply the electrode centered along the patient's spine. Grasp the anterior electrode at the red tab and peel away the plastic liner. Apply over the cardiac apex with the nipple alongside the adhesive area. Analysis of reports of this type has not identified an increase in trend.